Event description:
No additional event information to be reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. X-rays reviewed by a third party hcp notes patient appears to be female and bones are osteopenic. The left hip arthroplasty with screw fixation and noted periprosthetic fracture involving the proximal femoral diasphysis lateral cortex as well as the left inferior pubic ramus. DHR was unable to be determined as the lot number for the device is unknown. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05392, 0001822565 - 2019 - 05393, 0001822565 - 2019 - 05394.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.